Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b and a second patient sample tested with elecsys tsh on a cobas e411 rack. The first sample initially resulted in an hcg+b value of 1 iu/l. A qualitative test performed on the patient had a positive hcg+b result, so the customer decided to repeat the patient sample. The sample was repeated, resulting in a value of > 10000 iu/l. The sample was diluted 1:100 and repeated, resulting in an hcg+b value of 18357 iu/l. The second sample initially resulted in a tsh value of 0.012 and it repeated as 1.9 on (B)(6) 2025. No units of measure were provided for this test.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.